Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established. The reported pi events and low power advisory were confirmed through evaluation of the submitted log file. The controller event log file contained data spanning from 06oct2020 12:42:13 to 08oct2020 12:28:30. Numerous (99) pi events were captured throughout the duration of the file. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, 3 low power advisory events occurred on (B)(6) 2020 13:52:20-32 to the patient using their batteries to below their low capacity level. These alarms appeared to have resolved as soon as the patient switched to fully charged batteries. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The controller periodic and lvad event and periodic log file captured the pump functioning as intended and operating at or above the low speed limit. It was reported that the patient was admitted to the hospital for a positive driveline culture and treatment with antibiotics. The patient was asymptomatic, but discharge was present at the driveline exit site. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists driveline infection and local infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas patient handbook, provides care instructions in reference to preventing infection, including exit site treatment, in various sections. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. The heartmate 3 lvas IFU also provides an explanation of each of the pump parameters (including pulsatility index), addresses pi events as well as potential causes, and explains how to determine the optimal fixed speed and low speed limit for the patient. This document additionally states that there are no audible alarms with a pi event. The relevant sections of the device history records for the (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25jun2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for positive driveline culture for treatment with antibiotics on (B)(6) 2020. There were no patient symptoms except discharge at the driveline site.